Manufacturer narrative:
Corrected information d10: device avail. For eval? (Change from yes to no) and for date null value: (change from ni to n/a). Additional information was added to h4 and h6: h4: the device was manufactured from december 6, 2019 - december 7, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused. This was identified after a patient infusion when the patient returned to the hospital for removal of the device. At that time it was noted that at least half of the drug remained in the device, there was condensation in the balloon (bladder) and the pump cap was rotating. The device had been filled with fluorouracil 5200mg in 0.9% sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.